Manufacturer narrative:
The returned lead was thoroughly analyzed. The lead was checked visually, mechanically and electrically during the examination. During the mechanical inspection, a mandrin could not be inserted into the lumen of the lead without problems. The analysis showed that residue of coagulated blood within the inner conductor helix prevented a complete advancement of the mandrin. These coagulated blood residues were probably a result of the lead implantation. The analysis did not show any further deviations that could be related to the clinical complaint. The analysis did not show any indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an implantation time of about 6 days, an inappropriate shock delivery was reported. The lead was then explanted. Aside from the incident described, no worsening of the patient's state of health was reported.